Event description:
The product is kotex natural balance light days unscented pantiliners. I had a skin reaction including fusing of the skin of the genitals, an abnormal, progressive scar-like condition which occurred between (B)(6), when I stopped using the product. Two doctors believe I will be permanently disfigured by the event. When I stopped using the product the condition began to improve, but two doctors believe that even with medical treatment, it is not likely to be completely reversible. I have been using kotex natural balance light days unscented pantiliners for years with no adverse effects, until buying a box labeled "new and improved," with three new ingredients, identified by kimberly-clark corp. As, "touch of cotton, aloe, and ph aligned -vitamin e-." No other changes were made to my diet, medications, hygiene products or routine, or other behavior during this period of time, except the "new and improved" kotex liners, which I used daily. The product is not washable, and it comes in direct contact with the sensitive skin of the genitals when used as directed. I have not yet found out what I was exposed to, as the company says their product info is proprietary. I suspect some sort of chemical contamination, possibly herbicide or pesticide on the cotton, aloe, or vitamin e (likely a soy-based vitamin e). If there was a warning of possible skin irritation on the product I would not have purchased it. Reason for use: light, irregular or unpredictable menses. Pro air, albuterol inhaler, as needed (since (B)(6) 2011), for asthma. Before pro air, I used proventil for years, until it was discontinued.